Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. A photo was provided and was evaluated. It can be seen material is present on the surface of the lens. This material not present in the manufacturing facility. Also due to the size and appearance of the contaminant it is clearly visible and would be detected during the routine 100% cosmetic inspection under a light microscope at 12x magnification. Evaluation of the photo does not suggest the material was introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surface for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a piece of golden aluminium was found stuck to the optic of an intraocular lens (iol) after opening the lens case. Reportedly the lens was discarded by the customer. No patient involvement or injury was reported. No further information was provided.